Event description:
Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The oxygen fresh gas module and the control printed circuit board were replaced. The anesthesia system was successfully tested and returned to clinical use. The replaced parts were retained by customer and could not be investigated further. The received device logs confirm the reported flow transducer test failure during system check out. The true cause of the reported issue has not been determined.

Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient involvement. Manufacturer´s reference #: (B)(4).